Event description:
Pt self tester reporting discrepant low result on inratio. Pt self tester tested self on (B)(6) 2012 at 6:00am - inratio = 3.1. Physician of pt noted that pt would be okay with a 3.1 reading. Pt self tester was experiencing severe, frequent, and painful bruising so she went to the emergency room. Lab results at 12:00 pm report inr of 11.9 (6 hours after previous test). Pt's therapeutic range 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.